Event description:
A patient reported experiencing inaccurate high results with a one touch profile meter. The patient's blood glucose results were 567 and 387 mg/dl. Tests were done within 10 minutes. Check strip within range. Patient cleaning meter with alcohol. Patient did not expeirnece any adverse events. No further information has been reported.